Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent deformation). Patients condition affected effectiveness of device (excessive tortuosity/calcification). Results: failure to follow instructions (force was used). Device failure/lack of effectiveness related to patient condition (excessive tortuosity/calcification). User error contributed to event (force was used).

Event description:
An integrity over the wire (otw) coronary stent was being use to treat a lesion in the lad. The lesion was excessively tortuous and calcified. Despite using force, the device was unable to cross the lesion and on removal, it was noted that the stent struts were damaged. Another stent was used to treat the lesion. The lesion was pre-dilated 3 times up to 18 atms. Force was used in attempts to cross the lesion. There was no difficulties experienced removing the device after failed attempt to cross the lesion. There was no patient injury reported. Evaluation summary: no damage was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification. The 10th proximal stent strut was deformed and raised.